Event description:
Pt called to report that her medtronic intrathecal pump model 8637-20 had started alarming. The pump had been refilled in 2007 and the prior low reservoir alarm date should have been 2008. The pump contains baclofen for spasticity. At this point, I don't know how much is actually left in the reservoir. We just reprogrammed the pump for today and have ordered medicine to refill the pump, at which time we will record the residual volume.